Manufacturer narrative:
The reported event occurred on a cobas pure e 402 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that calibration was performed successfully, and the provided quality control data were within expected ranges. However, data for certain quality control levels were not available for review. The root cause of the reported event was attributed to a sample-specific discrepancy. Single false reactive results may occur with this assay as its specificity is less than 100%. The customer performed confirmatory testing, including polymerase chain reaction (pcr), which yielded a negative result for the patient sample.

Event description:
The initial reporter alleged a discrepant reactive result for one patient sample tested with the hiv duo elecsys e2g 300 v2 assay on a cobas pure e 402 analytical unit. The first sample was tested on (B)(6) 2023 using the hiv duo elecsys e2g 300 v2 assay and generated a reactive result of 7.34 coi (hivag 7.34 coi and ahiv 0.0314 coi). Polymerase chain reaction (pcr) testing of the same sample was negative. A second sample was tested on (B)(6) 2023 using the hiv duo elecsys e2g 300 v2 assay on a different analyzer at a different site and generated a reactive result of 6.35 coi (hivag 6.35 coi and ahiv 0.021 coi). Additional testing of the second sample included the elecsys hiv combi pt assay on (B)(6) 2023, which generated a non-reactive result of 0.261 coi, and cobas 5800 nucleic acid testing (nat), which was negative for hiv.